Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a newly inserted infusion set was placed and detached the following day, which the person with diabetes (pwd) believed may have occurred after accidentally pulling on the tubing while performing yard work. The pwd changed the infusion site but continued using the same tubing and subsequently experienced elevated blood glucose values, reported to be approximately 290¿300 mg/dl. Upon removing the infusion site, the pwd observed that the cannula was bent. The pwd addressed the hyperglycemia by administering a corrective dose using an insulin pen while continuing normal basal delivery and reported that glucose levels returned to range. There was no patient injury.